Event description:
This report summarizes 1 malfunction event where a midwest stylus plus handpiece would not hold burs. No injury resulted in the event.

Manufacturer narrative:
1 of 1 device was returned for evaluation. Evaluation of 1 device found normal chuck wear and the turbine needed to be replaced. The device was repaired and returned to the customer. This event is being submitted as part of vmsr. Only one event was received for this device during this quarter.